Manufacturer narrative:
(B)(4) - tube broke. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed of; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit push method was used during a percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2010. According to the complainant, during the procedure, the physician placed the peg tube onto the guidewire and advanced the peg tube through the patient. However, as the physician was pulling the peg tube through the abdominal wall, the peg tube broke at the junction of the soft catheter to the hard plastic dilator. The hard plastic portion of the peg tube was removed through the incision site. The guidewire and peg tube were extracted from the patient's mouth as a unit. Nothing remained in the patient. A new endovive safety peg kit push method was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.